Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported at the end of a procedure, the fan inside the machine started to spin and a loud noise was heard when the doctor changed from fluid to air with the footswitch. Suddenly, a red stop sign and message error code displayed. The case was completed without further incident. Additional information received indicated the system was shut down during the procedure. The surgeon completed the case by manually injecting the gas. There was no harm or injury to the patient.